Manufacturer narrative:
Two bags containing manta closure device components were received. During inspection the engineer noted the first bag contained a depth locator, sheath hub, introducer, and a manta handle closure unit. The manta handle closure unit exhibited the lever pulled and the anchor deployed. The second bag contained a sheath hub, introducer, and a manta handle closure unit. The manta handle closure unit exhibited the lever not pulled and the anchor partially positioned inside the carrier indicating a bypass tube issue. Based on the information submitted, following tavi procedure, a 18f ce manta was planned for closure. The physician encountered severe resistance advancing the bypass tube through the hemostatic valve of the manta sheath. The sheath from the first manta closure was left in place and the manta closure was removed. A second 18f ce manta closure device was opened and deployed without complication, and hemostasis was achieved. Procedural requirements in the IFU indicate the manta closure must be deployed using the manta sheath provided in the manta package. Do not substitute any other sheath; and in step 3 of inserting the device: note: if significant resistance is felt inserting the bypass tube into the manta sheath, remove the entire system and open a new device.

Manufacturer narrative:
An investigation has been opened to review device history record and risk documentation. A follow-up report will be submitted upon completion of the investigation.

Event description:
As reported: closure of puncture site of femoral artery after tavi is performed using manta 18f device. While using manta closure device, physician inserting the manta closure device into the manta sheath hemostatic valve, it did not go in but bounced out again. There were severe resistance while advancing the bypass tube? Physician held the bypass tube and tried to close manta closure device and manta sheath several times and it was bleeding from the manta sheath the hole time. They changed to another manta closure device (with same lot number) and that worked. There has not been any patient injury.